Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, post tie down of the lead there was a decrease in sensing, a rise in impedance and loss of capture. The lead was removed and required greater than 25 turns to extend and retract the helix. The lead was replaced. No patient complications have been reported as a result of this event.